Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the plate covering the pump usb port was observed to be cracked as the customer intermittently experienced difficulty charging the pump battery. Reportedly, the customer had to maneuver around the cracked plate in order to insert the usb cable into the port. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.